Event description:
A registered nurse (rn) contacted baxter's technical service center reporting that the rn had disconnected the home patient (hp) from the patient line and solution ran. This occurred while troubleshooting an alarm on a home choice (hc). The rn stated that the hp was not sure if he was empty or not. The technical service representative (tsr) performed a test fill on the hp. The hc then alarmed "check patient line". The tsr had the rn close and open the transfer set. While closing and opening the transfer set, the rn disconnected the hp from the patient line and solution started to run out. The tsr advised the rn to end therapy and start over with all new supplies, then to inform the peritoneal dialysis nurse (pdn). There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
Complaint no: (B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for leak is confirmed because it was reported that the nurse accidentally disconnected the transfer set from the patient line, which caused a leak. A labeling review found the labeling to be adequate for the use/user error identified in this incident.